Event description:
The reporter stated that the medication injected into the vitreous with the syringe was eylea in a swiss hospital increased incidents of endophthalmitis reported. All patients who developed an endophthalmitis did get treatment with cortisone. No subsequent damage was reported. Additional information received via email on (B)(6) 2013, per google translation states the following: "they wanted to test whether the drug was to blame for the incidents. The physician has made no statement as to whether the drug or the syringe was to blame. He was only observed the endophthalmitis. The patients all could be cured by the administration of cortisone." No further incidents occurred with this event.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.